Event description:
The device was used during a l.a.v.h. Procedure. It was reported by the affiliate that 2 ez35b devices did not fire properly during initial firing and subsequent attempts to fire with reloads was also unsuccessful (vascular reloads evu35 were used). The surgeon was unable to transect the broad ligament with these 2 devices but was able to get a third ez35b device (with four evu35 vascular reloads) to complete this transection. Surgery was extended approx 20 minutes due to this occurrence, but did not create any problems for pt or surgeon. As per rep: surgeon did over 60 lavh's in 1996 with these devices with few problems, so he is very familiar with these products. He actually does the cartridge reloads himself, as he knows how important this is to the successful use of the device with reloads. The surgeon would have normally used ez35w but this code was on back order. Add'l info receied on 3/5/97. It was clarified that pt age was 35. There were no pre-existing conditions.

Manufacturer narrative:
H6; code 400: damaged firing mechanism. Results of evaluation: conclusion: based upon the info received and the visual examination, it was concluded that instrument b was returned non-functional. The instrument was disassembled and found to have a damaged firing wedge. No conclusion could be performed due to the condition of the instrument returned. Instrument a was returned in good physical condition. Instrument a was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that instrument a was fully functional and conforming to design specifications. Each instrument is evaluated during the assembly process to ensure it functions properly.